Event description:
It was reported that the patient was asymptomatic. It was noted that the left ventricular (lv) lead had been programmed off. Dislodgement was confirmed via imaging. The lv lead was explanted and replaced. The patient was stable.